Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, the customer experienced a low blood glucose (bg) level of 20 mg/dl; cause was unknown. Customer consumed carbohydrates to treat the low bg. Reportedly, customer reverted to insulin injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified and a different issue was verified. Duplication testing was performed and no failure was identified related to the reported low blood glucose issue.